Manufacturer narrative:
Qn# (B)(4). Teleflex contacted the customer for additional information. The customer confirmed no additional product information is available as it was discarded.

Event description:
Customer complaint alleges "handle/blade folded in an emesis basin in anesthesia cart ready to be used. Smelled like hot plastic and handle was very hot, unable to be touched". No injury was reported. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "handle/blade folded in an emesis basin in anesthesia cart ready to be used. Smelled like hot plastic and handle was very hot, unable to be touched". No injury was reported. No patient involvement was reported.